Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the polarity switch and low impedance was attributed to the patient's surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the MRI that the patient underwent, in fact did not coincide with the reported polarity switch, but in fact took place much earlier.